Event description:
The pt reported that the menu button of the infusion device does not work. He stated the infusion device went into the bolus history by itself and he was unable to move from the history list by pressing the menu button. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
The incident returned outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.